Event description:
It was reported that the patient's mother observed a decline in the patient's performance over a 2 weeks period. Head trauma has been denied and the patient has not had a sickness recently. The patient will be re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.